Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and the device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 19.oct.2004, part #314.291, lot #2108733, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure the handle of sliding mechanism cracked and snapped in half while being squeezed to gain reduction. No delay in case and all parts recovered from patient. Procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary: one sliding mechanism (part number 314.291, lot number 2108733) was received. The complaint condition is confirmed as the device was received with the black handle broken off around the inferior screw. The device has been in the field for approximately 11 years and shows signs of significant use. It is likely that rough handling during and between cases has compromised the handle of this device. Applied force thereafter likely permitted final separation. As the maintenance and handling of the device during and prior to final separation of the handle is unknown the root cause cannot be definitively determined, however, it is most probable that the complaint condition is the result of the method of use and handling. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation at the chu shows that this device is used in conjunction with an attachment arm to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. The device was received with the black handle broken. The break is roughly transverse and located around the middle portion of the inferior screw. There are dents and scraps over the surface of the device; specifically, there are impact marks on the knob of the device and scraping along the length of the sliding bar. The two sterilization windows were not returned. The balance of the device is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing /manufactured revision for the top level assembly and the handle component drawing performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Date received by manufacturer: a date of (B)(4) 2015 was reported in the initial medwatch in error, the corrected date: (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.